Event description:
(B)(6) male underwent a routine evar repair on (B)(6) 2012. The physician attempted to advance the grey dilator in order to capture the top cap on the aaa device, (this was attempted in normal sequence of steps per IFU). When the grey dilator reached the proximal portion of the covered stent, just distal to the bare stent, it was catching and would not advance any further. If physician continued to advance the grey dilator, it would have dislodged the graft and advanced it upwards. Fortunately, the physician was very cautious and stopped as soon as he saw the graft was catching with no adverse event. The inner cannula was laying on the right lateral wall of the aorta due to angulation in the anatomy. He then retracted the dilator and attempted to rotate it as he advanced, this was unsuccessful as well after multiple attempts. He then attempted to balloon the proximal neck within the covered stent with a 32mm coda balloon trying to oppose the stent to the wall and free the inner cannula. The coda balloon was retracted and re-inflated within the graft distal to the seal zone with hopes of manipulating the distal portion of cannula to free the proximal end of cannula. Unsuccessful as well. Next, he selected the top cap with a wire and advanced a 4mm x 1mm pta balloon into the top cap. Balloon was inflated within top cap, which created a reverse taper, thus allowing the top cap to be withdrawn through the stent into the main body of the graft. Pta balloon was removed and grey dilator was then successfully docked. Normal sequence of events took place from this point on with no issues. Approximately 15-20 minutes of additional fluoro time took place due to this event. Additional pta balloon and inflation device required to finish procedure. The pt had significant tortuosity in bilateral common iliacs. Proximal neck had approximately 10 degrees of angulation from left to right and about the same anterior angulation. Not much calcium in neck or iliacs, not significant.

Manufacturer narrative:
Event evaluation: still under investigation.